Event description:
Minntech senior clinical specialist (scs) visited the facility on (B)(4) 2010 and observed the following: modified or homemade hook-ups. The minimum effective concentration (mec) was tested daily, per rapicide's direction for use it should be tested after each use. (The facility turned off the mec test passed prompt on the aer). Olympus (B)(4) flushing tube: the tube was not being changed between patients. Per olympus directions for use the flushing tube should be disinfected after each patient. Facility has not reported any patient issues related to this event.

Manufacturer narrative:
The minntech senior clinical specialist (scs) visited the facility on (B)(4) 2010 to observe the facility and suggested the following recommendations per her observations: purchase new hook-ups to replace the homemade hook-ups, educate the staff on risks involved when hook-ups are modified and have periodic surveillance of the hook-ups to ensure no modification or homemade hook-ups are being introduced. Test mec prior to each use, document mec results by pressing appropriate button on control panel, write on test strip bottle when they are open to ensure they are not used past the use life and periodic surveillance to ensure mec is being tested and test strips are being used according to the directions-for-use. Remove the flushing tube ((B)(4)) and reprocess after each patient. The facility is working diligently to remedy these findings and requests that minntech scs return to follow-up. Facility has not reported any patient injury at this time. If further information becomes available a follow-up will be sent.